Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.

Event description:
The customer reported via phone call that there was cracked on the backside of the insulin pump and it was not working properly. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will be returned for analysis.